Event description:
The user facility reported that the sterilizer was turned on for startup by a steris service technician and the unit had a steam leak on the steam generator and was put into a standby (sleep) mode until his return to repair it. Later that evening, the generator went into an auto- flush sequence and proceeded to pour water onto the floor in the room where it was located. User facility personnel pushed the emergency stop on the sterilizer, shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service inspected the generator and found that the installation of the drain pipe from the generator flush output, to the floor drain was not installed properly. The technician repaired the leak, ran test cycles and found the unit to be operating properly; no further issues have been reported. The drain pipe assembly was not properly installed by steris' 3rd party contractor. The contractor was re-trained on the proper installation of the drain pipe assembly.